Manufacturer narrative:
The device is currently being returned to the resmed investigation site located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system faults (sf 101 and 218) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the resmed technical service center in (B)(4). Review of the device logs confirmed the occurrence of system faults 101 and 218 indicating the outlet pressure measurement was incorrect. The investigation determined that the calculation of the flow sensor was incorrect. This caused the device to fail the specified tolerance range. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).